Event description:
Covidien received info stating that an 840 ventilator had a touch screen blocked. The ventilator was not in use on a pt at the time of the malfunction occurred.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to replace the touchframe printed circuit board (pcb). Covidien reference # (B)(4).